Manufacturer narrative:
The complaint was reported on the q1 2019 vmsr report. However, upon second review the complaint was determined not reportable.

Event description:
Defective product. No further information provided.